Manufacturer narrative:
To date, this medical device remains actively implanted. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the patient associated with this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, had been hospitalized after a cardiac arrest. Device interrogation revealed that there had been a greater than 45 seconds charge time that prompted fault code 01. The device was then determined to have reached end of life (eol) more than half a year ago, at which time the charge time measurement was 32.5 seconds. The local area sales representative could not confirm whether the patient had had any ventricular events that the device had failed to deliver for. The battery monitoring voltage measurement was within normal limits at 2.49 volts. A determination as to the kind of intervention to be done was not yet decided upon at the time of this initial report.